Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure for almost ten years,had it remove a year ago and I still have it.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and congenital anomaly) and experienced stress ("stress"). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal and stress outcome was unknown. The reporter considered medical device removal and stress to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: stress. Amendment: the report was amended for the following reason: event added medical device removal. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.